Event description:
Patient reported that she developed an infection a total of three times while using the v-go. She mentioned that her first infection was back in (B)(6) 2019. She treated the infection with iodine and hot rag. Shortly, after she experienced her second infection. No specific date and time provided. The patient stated that last week she experienced her third infection and currently taking antibiotics to treat infection.